Manufacturer narrative:
As of today, the explanted products have not been returned for analysis. If the products are returned or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during the device replacement procedure, the right atrial port set screws and the right ventricular pace/sense port set screws on this device header were stuck and could not be retracted. A bidirectional torque wrench tip broke off in the right ventricular pace/sense hex slot after trying four different wrenches. Mineral oil was attempted and a sternum clipper was used to cut the device header in an attempt to free the two leads. The leads remained stuck in the device header. Subsequently all of the leads were cut and abandoned to remove the device. The patient was then transferred to a higher level of care in a stable condition. One day later, the leads were extracted and a new system was implanted. No adverse patient effects were reported due to the explant and replacement procedure.